Event description:
It was reported that during set up of a da vinci s surgical procedure, the jaws on the fenestrated bipolar forceps instrument were not aligned. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip is bent, causing side to side misalignment of grips. There is a .025 offset at the tips. The bent grip has separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. The instrument passed electrical continuity testing. Engineering evaluation also found that the distal end of the main tube has various scratch marks with light material removal. The scratches are .080 - .150 in length and not aligned with the tube axis. Engineering evaluation concluded that damage to the main tube was likely due to mishandling/misuse. No other damage was found. On (B)(4) 2012, intuitive surgical contacted chaitali vsar, the da vinci coordinator at danbury hospital in danbury, CT. Chaitali indicated that during set-up of a da vinci s hysterectomy procedure, it was noted that the grips on the fenestrated bipolar forceps instrument were not aligned. Chaitali indicated that the instrument was not used on the patient and that fragments from the instrument have not fallen into any patient(s). The customer reported complaint does not itself constitute a MDR reportable event; however; the damage found to the instrument's main tube found during failure analysis could likely cause or contribute to an adverse event if the malfunction were to recur.